Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer. Additionally, the device did not emit tones in the presence of a magnet. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer. Additionally, the device did not emit tones in the presence of a magnet. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer. Additionally, the device did not emit tones in the presence of a magnet. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Magnet application did not produce any tones. Visual inspection noted a hole at the top of the over-molded header, as well as char marks near the feed through area (an indication of a possible arcing event). The titanium case was opened, and visual inspection verified electrical overstress damage to the high voltage capacitor flex assembly, dump resistor, and the header. The battery was removed and replaced with an external power source. Telemetry was still unable to be established. It is suspected the electrical overstress damage was a result of a void or opening in the insulative material where the feed through wires from the device case enter the header. This opening in the insulation would have partially exposed the high voltage, sensing, and antenna wires. Based on the electrical overstress damage identified during inspection of the device interior and the reported clinical observations, engineers concluded that this device experienced a short within the header that subsequently damaged both the feed through wires and the high voltage capacitor flex assembly. This also resulted in the inability to establish telemetry with the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device is in possession of the hospital.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer. Additionally, the device did not emit tones in the presence of a magnet. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.